Manufacturer narrative:
The insulin pump had intermittent button response due to flattened button dome switches. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, broken belt clip slot, a cracked reservoir tube lip and a stained end cap sticker.

Event description:
It was reported that customer experienced keypad anomaly when entering a bolus delivery. Customer's blood glucose was 170 mg/dl. Customer was advised that insulin pump will be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)